Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis and a blood glucose reading of 1087 mg/dl. The contact was unable to troubleshoot during the phone call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.